Event description:
It was reported that a vertier table is experiencing a hydaulic leak at the foot cylinder. There was no patient involvement reported and no adverse consequence reported."

Manufacturer narrative:
It was reported that there was fluid leaking from a foot cylinder on a surgical table. The customer ordered replacement parts and replaced the faulty hydruaulic cylinder. A stryker representative did not evaluate the product. As a result the root cause has not been determined. There was no patient involvement and no adverse consequence reported. Replacement parts were sent to the customer who performed the repair themselves. A stryker representative did not evaluate the device onsite.